Event description:
It was reported that a vns patient developed multiple dehiscence chest wounds as a result of patient device manipulation. The patient's generator was eventually moved to the midline of the patient's chest and later the device began to extrude from the patient's skin as a result of continued manipulation and weight lifting. The patient's implanting surgeon explained that weight lifting was a suspected contributing factor as the patient allowed the bench press bar to hit his chest between reps. These events led to the eventual explantation of the patient's generator, though the patient's lead was allowed to remain implanted. The explanted generator was returned to the manufacturer and an analysis of the device confirmed proper device function. Additional information was received from the patient's implanting surgeon, who indicated that the patient's lead had begun to extrude through a small hole in the skin of the patient's chest and added that the contaminated ends had fostered the development of an abscess/infection with colitis in this area. The surgeon indicated that the event was once again likely related to patient manipulation and that a majority of the lead was surgically removed through the small hole in the patient's chest, adding that the remainder of the device would be removed if additional issues developed. The surgeon also stated that the patient's abscess was drained and treated with antibiotics and "is currently healing quite well" manufacturer's report # 1644487-2009-01809 will reference the product information of the patient's generator.